Event description:
It was reported that this right ventricular (rv) lead had a gradual rise in shock impedance, and was now high out of range greater than 125 ohms. There was no evidence of noise on pace/sense portion, however there was some noise seen shock channel. The shock configuration was triad, and clinician states when she runs the shock impedance test the breakdown shows the proximal coil to can the best at around 85 ohms. Technical services discussed consider increasing the alert value to 150 ohms and if they receive another alert to consider commanded max energy shocks. The lead remains in-service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead had a gradual rise in shock impedance, and was now high out of range greater than 125 ohms. There was no evidence of noise on pace/sense portion, however there was some noise seen shock channel. The shock configuration was triad, and clinician states when she runs the shock impedance test the breakdown shows the proximal coil to can the best at around 85 ohms. Technical services discussed consider increasing the alert value to 150 ohms and if they receive another alert to consider commanded max energy shocks. The lead remains in-service. No adverse patient effects were reported. Additional information was received that commanded synchronous shocks were performed during an ablation procedure to test the lead after years of high shock lead impedances. The lead remains in-service, so the plan appears to continue to monitor at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead had a gradual rise in shock impedance, and was now high out of range greater than 125 ohms. There was no evidence of noise on pace/sense portion, however there was some noise seen shock channel. The shock configuration was triad, and clinician states when she runs the shock impedance test the breakdown shows the proximal coil to can the best at around 85 ohms. Technical services discussed consider increasing the alert value to 150 ohms and if they receive another alert to consider commanded max energy shocks. The lead remains in-service. No adverse patient effects were reported. Additional information was received that commanded synchronous shocks were performed during an ablation procedure to test the lead after years of high shock lead impedances. The lead remains in-service, so the plan appears to continue to monitor at this time. No additional adverse patient effects were reported. Additional information received reported that defibrillation threshold (dft) testing was performed after the device changeout in (B)(6) 2022, and the right ventricular (rv) defibrillation lead shock impedance went down to 130 ohms. The patient was then lost to follow-up. More recently, remote monitoring revealed a gradual increase in shock impedance measurements up to 162 ohms was noted due to suspected lead calcification, and r-waves had dropped to 0.9 mv as well. This rv lead remains in service; however, lead replacement was recommended. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead had a gradual rise in shock impedance and was now high out of range greater than 125 ohms. There was no evidence of noise on pace/sense portion, however there was some noise seen shock channel. The shock configuration was triad, and clinician states when she runs the shock impedance test the breakdown shows the proximal coil to can the best at around 85 ohms. Technical services discussed consider increasing the alert value to 150 ohms and if they receive another alert to consider commanded max energy shocks. The lead remains in-service. No adverse patient effects were reported. Additional information was received that commanded synchronous shocks were performed during an ablation procedure to test the lead after years of high shock lead impedances. The lead remains in-service, so the plan appears to continue to monitor at this time. No additional adverse patient effects were reported. Additional information received reported that defibrillation threshold (dft) testing was performed after the device changeout in (B)(6) 2022, and the right ventricular (rv) defibrillation lead shock impedance went down to 130 ohms. The patient was then lost to follow-up. More recently, remote monitoring revealed a gradual increase in shock impedance measurements up to 162 ohms was noted due to suspected lead calcification, and r-waves had dropped to 0.9 mv as well. This rv lead remains in service; however, lead replacement was recommended. No additional adverse patient effects were reported. Additional information received reported that this right ventricular (rv) defibrillation lead continued to exhibit high out-of-range shock impedance measurements greater than 125 ohms, and shock vector breakdown was performed in-clinic: ra-coil-to-ccan = 82 ohms, rv-coil-to-can = 193 ohms, rv-to-ra = 169 ohms, and triad = 164 ohms. All vectors containing the rv coil provided high out-of-range shock impedance measurements. Based on these results, programming around the rv coil was not possible, and commanded shock was recommended. Possible lead replacement was also discussed. This rv lead remains in service at this time. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead had a gradual rise in shock impedance, and was now high out of range greater than 125 ohms. There was no evidence of noise on pace/sense portion, however there was some noise seen shock channel. The shock configuration was triad, and clinician states when she runs the shock impedance test the breakdown shows the proximal coil to can the best at around 85 ohms. Technical services discussed consider increasing the alert value to 150 ohms and if they receive another alert to consider commanded max energy shocks. The lead remains in-service. No adverse patient effects were reported. Additional information was received that commanded synchronous shocks were performed during an ablation procedure to test the lead after years of high shock lead impedances. The lead remains in-service, so the plan appears to continue to monitor at this time. No additional adverse patient effects were reported. Additional information received reported that defibrillation threshold (dft) testing was performed after the device changeout in (B)(6) 2022, and the right ventricular (rv) defibrillation lead shock impedance went down to 130 ohms. The patient was then lost to follow-up. More recently, remote monitoring revealed a gradual increase in shock impedance measurements up to 162 ohms was noted due to suspected lead calcification, and r-waves had dropped to 0.9 mv as well. This rv lead remains in service, however lead replacement was recommended. No additional adverse patient effects were reported. Additional information received reported that this right ventricular (rv) defibrillation lead continued to exhibit high out-of-range shock impedance measurements greater than 125 ohms, and shock vector breakdown was performed in-clinic: ra-coil-to-can = 82 ohms, rv-coil-to-can = 193 ohms, rv-to-ra = 169 ohms, and triad = 164 ohms. All vectors containing the rv coil provided high out-of-range shock impedance measurements. Based on these results, programming around the rv coil was not possible, and commanded shock was recommended. Possible lead replacement was also discussed. This rv lead remains in service at this time. No additional adverse patient effects were reported. Additional information received reported that this right ventricular (rv) defibrillation lead was explanted and replaced. It was also noted that the cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced during the same procedure with no reported allegations. No additional adverse patient effects were reported. Product return was requested.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding product return status. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding product return status. The hospital will handle product return. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead had a gradual rise in shock impedance, and was now high out of range greater than 125 ohms. There was no evidence of noise on pace/sense portion, however there was some noise seen shock channel. The shock configuration was triad, and clinician states when she runs the shock impedance test the breakdown shows the proximal coil to can the best at around 85 ohms. Technical services discussed consider increasing the alert value to 150 ohms and if they receive another alert to consider commanded max energy shocks. The lead remains in-service. No adverse patient effects were reported. Additional information was received that commanded synchronous shocks were performed during an ablation procedure to test the lead after years of high shock lead impedances. The lead remains in-service, so the plan appears to continue to monitor at this time. No additional adverse patient effects were reported. Additional information received reported that defibrillation threshold (dft) testing was performed after the device changeout in october 2022, and the right ventricular (rv) defibrillation lead shock impedance went down to 130 ohms. The patient was then lost to follow-up. More recently, remote monitoring revealed a gradual increase in shock impedance measurements up to 162 ohms was noted due to suspected lead calcification, and r-waves had dropped to 0.9 mv as well. This rv lead remains in service, however lead replacement was recommended. No additional adverse patient effects were reported. Additional information received reported that this right ventricular (rv) defibrillation lead continued to exhibit high out-of-range shock impedance measurements greater than 125 ohms, and shock vector breakdown was performed in-clinic: ra-coil-to-can = 82 ohms, rv-coil-to-can = 193 ohms, rv-to-ra = 169 ohms, and triad = 164 ohms. All vectors containing the rv coil provided high out-of-range shock impedance measurements. Based on these results, programming around the rv coil was not possible, and commanded shock was recommended. Possible lead replacement was also discussed. This rv lead remains in service at this time. No additional adverse patient effects were reported. Additional information received reported that this right ventricular (rv) defibrillation lead was explanted and replaced. It was also noted that the cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced during the same procedure with no reported allegations. No additional adverse patient effects were reported. Product return was requested. Additional information received reported that this is-1 rv lead was explanted and replaced with a df4 lead, and the crt-d was explanted and replaced for lead to device header compatibility. No additional adverse patient effects were reported.